Manufacturer narrative:
Evaluation of the returned pod coil confirmed it was detached. The pusher assembly was not returned for evaluation. Based on the reported event, the root cause of the unintentional detachment of pod coil could not be determined. Further evaluation revealed that the embolization coil was fractured, the pe fibers were fractured, and the coil winds were stretched and tangled. This damage was incidental to the reported complaint and likely occurred during snaring of the detached coil. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the collateral vessel using pod packing coils (packing coils), a pod coil, and a lantern delivery microcatheter (lantern). During the procedure, the physician placed multiple packing coils in the target location using the lantern. While advancing the last pod coil into the target location, the pod coil unintentionally detached. It was reported that the tail end of detached pod coil was still inside of the lantern. The physician used saline to push the detached pod coil out from the lantern, but the pod coil migrated into the aorta. Therefore, a snare device was used to successfully remove the detached pod coil, and no part of the pod coil was left in the patient. The procedure had ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.